Event description:
The husband of the pt reported that his wife did not receive any of her technical inspection alerts before she received the 09 (technical inspection due) alert. The pt did switch to her back- up device after receiving the 09 alert. She did not report any physiological effects associated with his issue. No med assistance was required. Product is being returned for evaluation.